Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 319.006, lot ft00217: release to warehouse date: november 10, 2016. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the depth gauge for 2.0 mm and 2.4 mm screws was returned. Visual inspection observed that the distal needle portion of the depth gauge broke off. The broken needle component was returned along with protection sleeve sub-component. The break is along the proximal threads of the needle roughly flush with the depth gauge body. Some surface wear is present but consistent with use and the age of the device. The received condition does agree with the complaint description for broken and is confirmed. The relevant design drawings, reflecting the manufactured and current revisions, were reviewed. Dimensional inspection of the relevant feature, proximal threads of the needle, was unable to be completed due to post-manufacturing damage adjacent to the fracture. The exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was successfully completed with no surgical delay. Patient outcome was unknown.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the depth gauge had an issue measuring for screws and broke into two pieces. The patient underwent an unknown surgery. The surgeon was able to use another one available. All parts were collected. There was no surgical delay. Procedure and patient outcome were successfully completed. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).